Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during insertion of the catheter, the catheter was tight in the needle and got stuck at around 8cm from the tip and did not advance further in the epidural needle. The lab person found part of marker of the catheter coming off. There was no reported patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. The customer reported the catheter would not thread through the epidural needle. The customer returned one epidural catheter. No needle was returned (reference attached (B)(4). Visual examination of the returned catheter revealed that the catheter appears typical but used. Biological material can be seen between the inner coils. Visual examination of the returned catheter revealed the catheter has excessive marker band material on the 6cm marker band (reference files (B)(4). No other anomalies or defects were observed. The customer also returned photos. The outer diameter (od) of the returned catheter measured 1.05mm (caliper c05155) which is within the specification of a maximum of 1.115mm per graphic kz-05400-002; rev 8. However, the od measurement where the excessive marker band material was located is 1.18mm, which is outside the specification. An attempt to thread the returned epidural catheter was made. The distal end of the catheter would only thread through a lab inventory 17ga needle at the other remarks: 6cm mark. This is the same location where the excessive marker band material was discovered during the visual inspection. The catheter would not thread any further into the needle. Based on this, a drag test could not be performed. Specifications per graphic kz-05400-002; rev. 8 was reviewed as a part of this complaint investigation. The reported complaint of the catheter not threading through the needle was confirmed based on the sample received. The customer returned a catheter but no needle was returned. The returned epidural catheter could not be thread through a 17ga lab inventory needle. Visual examination revealed excessive marker band material at the 6cm marker which prevented the catheter from advancing through the needle. A device history record review was performed on the epidural catheter and needle with no relevant findings. However, based on the information provided and the results of the investigation, the potential root cause of this complaint issue is manufacturing related. Nonconformance has been initiated to further investigate this complaint issue. (B)(4).

Event description:
It was reported that during insertion of the catheter, the catheter was tight in the needle and got stuck at around 8cm from the tip and did not advance further in the epidural needle. The lab person found part of marker of the catheter coming off. There was no reported patient injury.